Event description:
It was reported via repair work order that the bed hi/lo lift was inoperable due to damaged lift power coil cable with exposed wires. It was also reported that the foot end cover was bent with exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.